Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing the device displayed a "poor pad contact" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the multi-function cable and the reported malfunction was not replicated or confirmed. The multi-function cable was put through extensive testing without duplicating the malfunction. A replacement multi-function cable was sent to the customer. No trend is associated with reports of this type.